Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the smart pass feature on this subcutaneous implantable cardioverter defibrillator (s-ICD) disabled in the primary sensing vector. The device was reprogrammed to the alternate sensing vector. Subsequently, the s-ICD delivered an inappropriate shock. The device was then reprogrammed to the secondary sensing vector. Afterwards, the smart pass feature disabled and the s-ICD delivered an inappropriate shock due to t-wave oversensing. Technical services (ts) discussed reprogramming options. This s-ICD remains in service. No additional adverse patient effects were reported.